Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that parts of the insulin screen were black. Customer stated he had a low that he treated for. Customer's blood glucose was 44 mg/dl. Customer stated the reason for the low was that she may have delivered too much insulin during bolus when she ate too much. The customer was also advised when sensor glucose readings were below 40 mg/dl or above 400 mg/dl, that black would appear on the screen. Customer was advised to monitor and call back if the issue recurred to see the alarms or alerts at that time.